Manufacturer narrative:
Investigation included review of the event details and user report. Investigation of this case revealed that the cause of the hypoglycemic event was unclear and that the user reported recent concerns about cgm accuracy. It was concluded that the event was user-reported hypoglycemia with unclear cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced an episode consistent with hypoglycemia while using a dexcom g7 cgm in conjunction with the ilet system, after initially questioning low alerts due to perceived cgm inaccuracy and later developing symptoms, falling, and striking the head, after which oral carbohydrate intake resolved the event. Symptoms included feeling low, blurry vision, and a head bump from a fall. Outcomes included self-treatment with oral glucose sources and recovery without emergency care or hospitalization. Troubleshooting and education were completed.